Event description:
Reporter alleged obtaining discrepant blood glucose values of 160 mg/dl back to back with a result of about 76 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated at a different time other comparative tests of 200 mg/dl and 83 mg/dl were performed back to back within 10 minutes on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.